Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had low power. It was reported that the device was not used in surgery but unk whether pt or user injury occurred. There was no additional info provided.